Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. The photo of the patient¿s lower leg has been submitted for review and show the wound in question. There are several factors that could contribute to the reported event such as: failure to attach the recommended suction properly and inadequate flow and circulation of saline could cause a patient burn . There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that at the end of the procedure a burn injury was found in the left thigh of the patient.